Event description:
The dental implant fx4510swc was removed on (B)(6) 2020 due to failure to osseointegrate 6 months after implantation. The patient has history of tobacco use. The doctor noted periodontal disease during explantation. The patient has recovered without complications.